Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi (B)(6), issue with t1 as per below. I updated the sw to 2.2.4 and completed tests without issues. Please advise. Logs attached. "Today during pre-op checks while preparing to transport a pt one of our t1s (2447, sw 2.2.2) had what I have previously experienced as a critical power failure. The screen went "all wonky" and there was a hi-lo alarm that sounded continuously, the device would not power down and I was only ably to get it to stop by pulling both batteries. We would like to have this unit assessed prior to returning it to active status".